Event description:
The bathlift was used by the customer in the bath tub. The bathlift operated correctly lowering into the bath by depressing the down button on the hand control. The unit stopping halfway during travel and would not operate any further. The customer was able to get out of the bath tub and no injuries were reported as a result of the failure. The handset has currently been recalled.